Manufacturer narrative:
The main component of the system and other applicable components: product ID 37761, serial # (B)(4), product type recharger. Analysis results of the recharger ((B)(4)) revealed that there was a broken connector pins. Replaced cable assembly.

Event description:
Information was received from the consumer via a family/friend who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's recharger connector pin had broken. The patient pain symptoms had returned. The family/ friend reported that the patient was "suffering." Asked for clarification and they stated that the patient has not been able to charge. No out of box failure was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.